Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not inserted properly into the implantable cardioverter defibrillator (ICD) header. After several days, the impedance began to rise. The rv lead was reinserted into the device header and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.